Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnant with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2005, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy with removal of coils on (B)(6) 2005). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, dyspareunia, migraine and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure (ess205). The reporter commented: she became pregnant in (B)(6) 2005 and had a miscarriage in (B)(6) 2005. Most of her symptoms resolved after the (B)(6) 2005 laparoscopic right salpingectomy and left partial salpingectomy procedure which resulted in the removal of the coils in her fallopian tubes. Company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and became pregnant with essure and had a miscarriage. She also experienced severe pelvic pain and excessive bleeding (regarded as genital bleeding). On (B)(6) 2005 she underwent surgery which resulted in essure removal. Most of the symptom's resolved after this surgery. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-insert in place. Some of these pregnancies occurred due to patient non compliance which included failure to return for the essure confirmation test. Miscarriage is the most common complication of early pregnancy. In this case, the miscarriage occurred in the first trimester of pregnancy. Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this case, limited information was provided for these events. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), pregnancy with contraceptive device ("pregnant with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2005, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy with removal of coils on (B)(6) 2005). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, dyspareunia, migraine and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure (ess205). The reporter commented: she became pregnant in (B)(6) 2005 and had a miscarriage in (B)(6) 2005. Most of her symptoms resolved after the (B)(6) 2005 laparoscopic right salpingectomy and left partial salpingectomy procedure which resulted in the removal of the coils in her fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2004 and became pregnant with essure and had a miscarriage. She also experienced severe pelvic pain and excessive bleeding (regarded as genital bleeding). On (B)(6) 2005 she underwent surgery which resulted in essure removal. Most of the symptom's resolved after this surgery. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-insert in place. Some of these pregnancies occurred due to patient non compliance which included failure to return for the essure confirmation test. Miscarriage is the most common complication of early pregnancy. In this case, the miscarriage occurred in the first trimester of pregnancy. Pelvic pain and genital bleeding are highly prevalent in women, and may have multiple causes. In this case, limited information was provided for these events. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("excessive bleeding") in a 23-year-old female patient (gravida 4, para 2) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2002; (B)(6) 2004 as per pfs) and umbilical hernia repair (at 8 years of age). Concurrent conditions included overweight, vaginal discharge, cholecystectomy and umbilical herniorrhaphy. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2005, 1 year 4 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion hospitalization). On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), abdominal pain ("severe abdominal pain"), uterine pain ("uterine pain"), dyspareunia ("pain during intercourse"), migraine ("migraines") and fatigue ("fatigue"). The patient was hospitalized from (B)(6) 2005. Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic right salpingectomy and left partial salpingectomy with removal of coils). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, uterine pain, dyspareunia, migraine and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and uterine pain to be related to essure (ess205). The reporter commented: she became pregnant in (B)(6) of 2005 and had a miscarriage in (B)(6) 2005. Most of her symptoms resolved after the (B)(6) 2005 laparoscopic right salpingectomy and left partial salpingectomy procedure which resulted in the removal of the coils in her fallopian tubes. Ectopic pregnancy linked case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2005: 30143 miu/ml; on (B)(6) 2005: 3439 miu/ml then 1337 miu/ml; on (B)(6) 2005: 626 miu/ml on (B)(6) 2004, pregnancy serum : negative. On (B)(6) 2005, ultrasound ob : impression intrauterine fluid collection possibly representing gestational sac. No embryo or yolk sac is seen. Differential considerations would include early iup versus embryonic demise versus ectopic pregnancy. On (B)(6) 2005, surgical pathology : fallopian tube, right (salpingectomy): -fallopian tube with hydrosalpinx. -full lumens identified. -no products of conception identified fallopian tube, left (salpingectomy): -full cross section of fallopian tube with no pathologic diagnosis -no products of conception identified no products of conception identified grossly or microscopically, both specimens. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abortion spontaneous. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2018: mr and pfs: reporters added. Patients demographics added. Historical and concomitants added. Event lower abdomen pain and essure confirmation test was not done was added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.